Event description:
Sample handler failed to consistently pipette sample diluent in random wells for hiv-1 p24 and hcv assays. Co's elisa software was being used. A field svc engineer was dispatched to investigate. No death or serious injury was associated with this event.